Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Following additional information was requested under (B)(4) and all subsequent attempts to obtain this information for all the related files (B)(4), will be conducted under that same pc. Therefore, the product complaint follow-up activity has been completed in this file. Did the reported issue contribute to any patient adverse consequences? How many devices demonstrated the alleged deficiency? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)?I could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, second complaint filed to capture the remaining incidents. Suture caprofyl cf 802, lot aw9441 presented defect at the time of use, releasing the needle at the time of the first pass. Some teams used and all reported the same problem. We request the withdrawal of the remaining 8 units and exchange for another lot.¿ [redacted]. Laim made by [redacted]. Caprofyl vlt 0 70cm 1 CT - xycf802t (xycf802t): list all j& j products that have been used during the case but have not contributed to the reported event. Not informed was there any damage or injury reported by the patient or user? Has there been a significant delay in the? No if available, please provide the product order number (po). Caprofyl vlt 0 70cm 1 CT - xycf802t is the actual device with the supposed product quality problem being returned for analysis? Or is an alternate device being returned? Please specify we will ship the remaining 8 units of the same box/same lot. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.